Event description:
It was reported to boston scientific corporation that an advantage fit system device was implanted into the patient during the placement of prolene mesh pubovaginal sling and cystourethroscopy procedure performed on (B)(6) 2010 for the treatment of urodynamic stress incontinence. As reported by the patient's attorney, the patient has experienced an unspecified injury.

Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2010, implant procedure date, as no event date was reported. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Initial reporter name and address: this event was reported to boston scientific corporation legal by the patient's legal representation. The implanting physician is: (B)(6). (B)(4).